Event description:
It was reported that the 2800 system gave error code and stopped making fluoroscopic x-ray during a case. The 2800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.